Event description:
It was reported that the insulin pump had excessive no delivery alarms. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display during count down. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.